Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away last (B)(6); the specific date was not provided. The customer's wife stated that she blames the insulin pump because he was not getting enough insulin. No further details were provided. The caller was distraught and the phone call was ended. There were multiple unsuccessful attempts to contact the customer's spouse.